Event description:
On 11/18 and 1/19, the pt obtained readings on her meter "in the 20's." Based upon the meter readings, she did not take her insulin. Because of her symptoms of being tired, weak, no energy, blurred vision, frequent urination and a dry mouth, she proceeded to the hosp on 11/19. Meter readings prior to going to hosp continued to be "in the 20's." Upon arrival, she was admitted for hyperglycemia and treated with insulin and an IV for dehydration. She was released on 11/23. The device was in calibration on 12/2, reading 85 versus a range of 70-96.

Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed.